Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found that the row 3 tube lifer would not move all the way up or down. The fse took apart the assembly and found the teeth of tube lifter was worn. The fse replaced the motors on both of position 2 and 3. In addition, the fse replaced the sensor, the tip clamp and plunger tip clamp the fse performed splld checking procedure and tested summit with (B)(4). The instrument was tested without problem and was returned to expected operation.